Event description:
Customer reports a blood leak on reuse number 1 at the onset of treatment confirmed with hemastix. Estimated blood loss was 250cc. Treatment was continued with a new dialyzer and new bloodlines without incident. No pt injury or medical intervention reported.